Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed what appears to be farfield r-wave oversensing and not a true atrial event. The atrial lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.